Manufacturer narrative:
The reported failure of active exhalation proportional valve test is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. The reported failure of hardware power fail (hw power fail) test is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. The device mentioned in this complaint has exceeded its useful life per the applicable IFU. Therefore, the DHR for this device will not be reviewed at this time.

Event description:
The manufacturer received a report that a trilogy 100 ventilator was returned for service. No patient harm or injury was reported. The device was evaluated at a third-party service center. During the evaluation, the power cord clamp and rubber feet were found to be missing. The handle kit, base enclosure kit, rear enclosure assembly, exhalation port block pas, and front case kit were observed to be cracked, and the top plate enclosure kit was found to be broken. Due to replacement of the rear enclosure, the enclosure seal kit and porting block adapter kit were also replaced. Replacement of the interface printed circuit assembly (pca) kit, warning label kit, and thtpol label was required due to replacement of the base enclosure. In addition, tobacco residue contamination was observed in the filter and tubing assembly. Functional testing was performed, during which the device failed the hardware power fail (hw power fail) test. Further evaluation determined that the system printed circuit assembly (pca) required replacement to address the failure. Following replacement of the system pca, the device was retested and subsequently failed the active exhalation proportional valve test. The active exhalation control module (aecm) was replaced to correct the issue. Following the repair, the device successfully passed all applicable functional and performance testing.